Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that a minimum fill notification occurred during the load sequence. The customer was unable to recall the units of insulin used to fill the cartridge during the load sequence. The customer was instructed to load a new cartridge to resolve the issue. Customer¿s blood glucose level was approximately 300 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.